Event description:
It was reported that the device exhibited an error message, and when changed to another pump,the error recurred. The patient confirmed that the battery was full. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-00850. Please reference file mrn 3012307300-2024-07085 for all details pertinent to this event.